Event description:
It was reported that patient underwent total hip arthroplasty in 2006. During subsequent follow-up, radiographs noted fragment around cup shell component. No additional procedure to remove fragment has been scheduled to date. Fragment was identified to originate from the acetabular insertion tool.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Evaluation of returned inserter is consistent with brittle failure and shear fracture.